Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 545 mg/dl. Customer had symptom of vomiting and extreme pain. Customer's emergency room visit was due to diabetic ketoacidosis and gastroparesis. Customer was admitted into the hospital and was released on (B)(6) 2016 customer was treated with insulin drip and IV fluids. Customer was wearing insulin pump at the time of emergency room visit. Customer was not sure why blood glucose was high every morning and insulin pump had to be adjusted. Customer declined troubleshooting for high blood glucose.